Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implant is damaged due to unknown causes. Patient turned it off due to the problem. Sometimes it feels like it is on and it hurts their leg, like air flowing down their leg. They might replace the implant.